Event description:
Both components of the excluder bifurcated endoprosthesis (ebe) were deployed without incident. The surgeon commented that the 18 french gore introducer sheath was snug; however, there were no problems advancing it to the site. Completion angio showed no problems. Upon removal of the 18 fr sheath the iliac artery fell apart aprrox 2cm distal to the ebe in the left groin. An aortic balloon was placed to control the bleeding. The surgeon attempted placement of two graft extensions (aneurx), which failed. They then implanted an 8-mm hemashield graft with 2 cm of good artery distal to the ebe; both anastomoses were fashioned with running proline suture and good perfusion to the left leg was established. Gore rep observed that the artery was in poor shape.